Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The reported event indicated a potential thermal event of teg device emitting smoke from where channels are connected. Fse discovered a short in the sample bulb. Eliminated the problem. Unit meets manufacturers specification. Although no property or personal injury has been reported on these type of events haemonetics historically conservatively reports on all thermal events.

Event description:
Haemonetics was notified that a customer reported a teg device is emitting smoke from where channels are connected, customer needs fse for repair and this was happened after the pm has done on that device. There was no donor involvement.